Event description:
I have purchased two malem bedwetting alarms for my twins. One has serious defect, while the other works fine. My younger daughter was wearing it at night along with her older sister when it malfunctioned and has seriously burnt my little daughter on her chest. The alarm was very hot when we went to help her. The batteries leaked out as well and partially spread out on her body. We are very confused how and why this happened. One alarm worked correctly, while the other malfunctioned like this. My daughter was taken to urgent care and we spent 2 hours on this issue. We have also contacted the distributor and the website from where we purchased the product.